Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor displayed a service code 102 - charge profile fault. The cause for the failure was isolated to corrosion on connectors j1000 and j1003. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor failed incoming functionality testing.